Manufacturer narrative:
Corrected data: based on the information received, there is no indication that the patient had a debilitating condition and/or required medical or surgical intervention, as although it was noted that the daily activities were significantly affected due to strong glare, there was no indication that the patient can no longer perform one or more daily activities. Furthermore, although the implant date is unknown, a picture provided shows that the post-operative examination was performed on (B)(6) 2023, which indicates that the patient is most likely within the 6 month neuro-adaptation period. Therefore, this complaint is now deemed to be not reportable and this correction MDR is being submitted for this file. No further information will be provided under MFR report number 3012236936-2023-02882. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the target was not reached following intraocular lens (iol) implantation. The patient experienced hypermetropia +1.0 diopter. The problem was first identified during a post-operative examination. Patient indicated that daily activities have been significantly affected by strong glare. No additional information has been received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: partial catalog number indicated, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.